Event description:
This lead was explanted and replaced due to dislodgement. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed approx. 13 cm distal to the is-1 connector pin deformations of the outer conductor coil. The lead body was found squeezed in this area. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Furthermore, cuts in the insulation were observed which most likely resulted from the explantation procedure. Blood penetrated the lead. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.